Event description:
This medical surveillance specialist contacted the patient to obtain more information on (B)(6) 2010. However, the patient was not inclined to provide more information. The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra meter powers off during use. The patient's diabetes is managed with self adjusting insulin. The power issue began on (B)(6) 2010. Although there was no allegation of symptoms of hypoglycemia or hyperglycemia, the patient claimed she received treatment with insulin by a healthcare provider due to the alleged power issue. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, there was no product misuse. The customer care advocate concluded that the battery did not need to be replaced given the information the patient provided. The power issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention suggestive for hyperglycemia after the power issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510k # k062195.